Manufacturer narrative:
Additional information was received on 1/16/2017 that the customer is no longer experiencing charging issues. Customer stated they would continue to use their current pump for insulin therapy. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables and wall adapters. Customer reported blood glucose level was not impacted. Reportedly the customer will continue to use the pump until the replacement pump is received. Customer also stated insulin pen supplies were available.

Manufacturer narrative:
Corrected data for follow-up #1 manufacturer report number 3007981285-2017-00252.